Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Cause was not known. Customer's physician and nurse assisted to address the bg by providing the customer with glucose tablets and drawing blood work to verify bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.